Manufacturer narrative:
Device evaluated by manufacturer. The device was returned for analysis. A visual inspection of the device revealed that there were numerous bends/kinks throughout the body from distal to proximal, additionally the tip of the wire was found bent and separated.

Event description:
Reportable based on the device analysis completed on 18feb2025. It was reported that the guidewire was damaged. A comet ii was selected for use. During the procedure, as the physician was advancing the wire into the hemostatic valve, he felt the burr like area on the wire and did not proceed with advancing it into the system. The procedure was completed with another of the same device. There was no patient complications reported. However, device analysis revealed the tip was separated.